Manufacturer narrative:
The implant has not returned for evaluation. Radiographic images were provided which confirm the event of a collapsed cage. A review of the device history records showed no manufacturing or processing related irregularities. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Labeling review: warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: patient should be informed regarding the purpose and limitations of the implanted devices. The surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts, or other movements preventing proper healing and/or fusion development. Implanted devices should be revised or removed if bent, dislocated, or broken.

Event description:
An expandable interbody cage was implanted as intended during a spinal procedure performed on (B)(6) 2025. No intraoperative complications were reported. Around 3 months postoperatively, radiographic images identified a collapse of the cage.